Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited at the distal end where the channel begins there are metal shavings. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6. Corrected fields: g1. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to frayed wires. A root cause could not be identified. Based on the results of the investigation, it is likely deformation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.